Event description:
The customer reported that it appears the "needle is blocking insulin" from flowing out of the cannula. Within the first day of activating this pod, her bg's went high (greater than 250 mg/dl). The pod will not be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.